Event description:
The subject device was programmed in safer mode. Reportedly, during a follow-up on 6 december 2018, it was observed that the device paced in aai mode for 52% of the time and in ddd mode the rest of the time. No atrio-ventricular (av) block episodes were recorded in the device memory.

Event description:
The subject device was programmed in safer mode. Reportedly, during a follow-up on (B)(6) 2018, it was observed that the device paced in aai mode for 52% of the time and in ddd mode the rest of the time. No atrio-ventricular (av) block episodes were recorded in the device memory.